Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The aware date should be 16-nov-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report from the user and olympus (B)(4) and the reported malfunction part is designed not to be rotated, omsc surmised there was the possibility this phenomenon was attributed to the followings; a strong impact had been applied to the subject device in the direction of rotation since the shipment an excessive force was applied to the reported malfunction part in the direction of rotation while the device was used. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the connection of the balloon channel of the subject device rotated easily at the unspecified timing. There was no patient injury associated with this report.